Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for battery out limit sporadically when changing the battery. The blood glucose reading was 180 mg/dl. The insulin pump had a blank display. The insulin pump had not been dropped or bumped and showed no signs of physical damage, but may have been exposed to rain. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The customer did not have an extra battery to use in the insulin pump and the customer was sent a new battery cap. He was advised to revert to a back up plan per a health care professional's instruction until the cap arrived, if the display did not return. The insulin pump was not replaced or returned for analysis.